Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery for the treatment of degenerative disc disease. During surgery, the peek portion of cage got separated from the cage. The product came in the contact with the patient. No fragment of the broken implant remained inside the patient. No patient complications were reported.